Event description:
In 2006, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. The repair was complicated by a dissection in the right external iliac artery, which required the placement of a 14 mm x 40 mm wall stent. Upon completion of the procedure, both iliac arteries were patent. The next month, the patient presented to the emergency room with a right sided limb thrombosis. The right, or contralateral side, of the graft had actually occluded the right common iliac artery from the flow divider of the endograft to the right external iliac artery. The right common femoral artery had reconstituted below this occlusion. A left to right sided femorofemoral bypass procedure was successfully performed the next day. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: this event was originally reported on in medwatch 2017233-2006-00200. However, the medwatch was specific to the wlg325 device. The event involved a wlg345 device. Hence, this medwatch is being submitted specific to the wlg345 device.